Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon burst. No patient complications were reported, and the patient status was stable.